Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary frequency. It was reported that the patient was having a problem getting the machine adjusted and that they had been running to the bathroom every 2 hours all night long. The patient had no falls or trauma and had tried adjusting amplitude with no resolution. They reported having back surgery that was unrelated to the device and was hospitalized for 18 days and wasn¿t sure if it could have affected the system. The patient also mentioned that they had increased amplitude to the point that it became painful and then lowered the amplitude to resolve the issue. They changed from program 2 at 1.3v to program 3 at 1.8 v and felt stimulation in the target area. On (B)(6) 2017, it was reported that, to resolve the difficulty adjusting the machine and return of urinary frequency, they adjusted the machine but it didn't help. They were still up every two hours at night using the bathroom. They had an appointment with their doctor scheduled for (B)(6) 2017. They thought it was possible that the machine got messed up with the back surgery, but that was their opinion. They also lost a bunch of weight, so wondered if that could have been the problem. It was noted that they didn't know; they were worn out from being up during the night and was at a loss at the time of the report. There were no further complications reported or anticipated.